Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, it was discovered that the sample purge line off of the arterial line had a crack where it joins the arterial connection. There was a leak occurring at the crack. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).